Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced eight infusion set insertion without removing the needle event event on (B)(6) 2024 due to which the patient was having adhesive issues. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 8.